Manufacturer narrative:
Additional information was provided that the local health officials and the government have not yet approved this device to be explanted. It is unknown when this approval will occur. At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The field representative was notified to provide this information to the physician. Currently, no additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and a ts consultant discussed that this code indicates that the battery is possibly depleting faster than expected. No adverse patient effects were reported. A memory download was performed and sent to boston scientific engineering for review. It was confirmed that the device's battery was depleting faster than expected; however, there was sufficient energy remaining to provide therapy for 28 days. Replacement was recommended.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was later received that this device was explanted and successfully replaced. No additional adverse patient effects were reported.